Manufacturer narrative:
Investigation is in progress, once completed a supplemental will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported by the customer they experienced failure of hemostatic valve. The hemostatic valve fell out of the hub. The hemostatic valve itself was not broken. Because the hemostatic valve was defective, air was drawn in. The problem was resolved by replacing the sheath and the procedure was continued. The hemostatic valve was dislodged inside the hub, not outside the hub. The brim cap not the hub separated from the sheath. The sheath was being used on the patient at the time of occurrence. Air did not enter the patient and there were no patient consequences. No blood return was observed. No extended hospitalization was required. A rf needle (japan lifeline) was used in this case.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation occurred. It was reported by the customer they experienced failure of hemostatic valve. The hemostatic valve fell out of the hub. The hemostatic valve itself was not broken. Because the hemostatic valve was defective, air was drawn in. The problem was resolved by replacing the sheath and the procedure was continued. Device investigation details: the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device with lot number 60000059 identified no internal actions related to the reported complaint condition. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additionally, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).